Event description:
The customer stated that the architect analyzer is generating falsely elevated troponin results on patient samples. Sid (B)(6) was run on (B)(6) 2013 and the results provided were: initial = 0.028 / repeat = 0.116 / 0.002ng/ml. The customer's diagnostic cutoff is 0.028ng/ml. There was no reported impact to patient management. There was also no additional patient information provided.

Manufacturer narrative:
The customer observed discrepant patient results while using architect stat troponin-I, list 2k41-28, lot 06299un13. A review of ticket history did not identify an increase in complaint activity related to discrepant patient results for this lot. A study was performed to evaluate the assay's performance. An internal troponin-I panel was tested with reagent lot 06299un13. The panel was within specification, which demonstrates that the assay can accurately detect a known concentration of troponin-I and is performing acceptably. A review of the architect stat troponin-I reagent package insert shows there is adequate instruction for the issue observed. Additionally, the bd vacutainer insert states the recommended minimum clotting time for serum tubes is 60 minutes and bd sst/bd sst ii advance tubes is 30 minutes. Based on the information provided it is recommended that the length of time serum samples are allowed to clot should be increased. Per the complaint text the customer allows samples to clot for 10 to 15 minutes however the bd vacutainer package insert requires 30 to 60 minutes clot time depending on the serum tube type. This information reasonably suggests sample handling may have contributed to the discrepant results therefore no malfunction has occurred. A deficiency was not identified as panel testing shows that the lot performs per specification. No additional issues were identified; no further action is required at this time.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.